Manufacturer narrative:
The investigation of temporary pump stop has been completed. The product was returned and evaluated. No abnormalities were found related to the temporary pump stop. There was no biomaterial or cannula kinks found. Log review showed motor current spikes near the beginning of the case followed by a motor current high pump stop and alarms. The pump was able to be restarted as noted in the clinical details. There were no abnormalities seen with the logs after the temporary pump stop. The root cause of the temporary pump stop was most likely use-related since the pump stop occurred after the pump became incorrectly positioned after pulling out the peel-away sheath for sheath exchange. The pump was able to be restarted after repositioning the pump. Instructions for use: impella; rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ e4 should have been left blank on the initial manufacturer device report number 1220648-2025-25772 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact fax was revised as it was not included on the initial manufacturer device report number 1220648-2025-25772. H10 was revised to include instructions for use not included on the initial manufacturer device report number 1220648-2025-25772.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella rp flex support and during support, there was a high current alarm and with a motor off alarm. Under fluoro the rp flex looked to be bent. The pump was restarted and motor current was still high. The pump was repositioned and once the pump was back in appropriate position, the pump was turned back on to p-2 and was increased appropriately without any further issues. After that incident, the doctor noted that they were unable to pull or push the rp flex for any repositioning confirming the tuohy burst lock was unlocked. After reviewing the position was appropriate and no need to reposition. Motor current caused pump to stop, brought p-level to 0 and started again. The pump continued to support the patient for an additional 6 days with no patient harm.